Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference (B)(4).

Event description:
A site reported to rxsight that while implanting a light adjustable lens (lal, sn (B)(6) , +20.0d) during primary cataract surgery, a posterior capsule tear occurred. The lal was placed in the sulcus and an anterior vitrectomy was performed. Rxsight's first awareness of this event was on 03/07/2024.